Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion is located in the mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it failed to cross the lesion and the balloon was torn. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of the nc emerge balloon catheter. The shaft, hypotube, tip, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the device presented no damage or irregularities to the balloon or device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst. The balloon was able to be inflated instantly to rated burst pressure with no issue or leaks for 5 minutes.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion is located in the mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it failed to cross the lesion and the balloon was torn. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.